Manufacturer narrative:
Report source- foreign: (B)(6). Device evaluation: two (2) used samples were returned for evaluation p/n 100/189/075 l/n 3663968. The returned samples were received in good condition. The samples were visually inspected and no issues were found. However when they were inflated and submerged under water in order to verify for leaks, on one of the samples leakage was observed coming out from a small tear in the cuff, in the other sample leakage was observed coming out from a small tear in the pilot balloon. For cuff leakage: CAPA (B)(4) was opened on 10/aug/2016, in order to determine the root cause and implement proper corrective actions. Based on data founded during investigation and trend of complaints vs pieces manufactured data and the positive impact of actions performed by car (B)(4) on the complaints trend engineer team and crb board recommends close this CAPA with no more actions to perform due to the complaints rate under expected. (B)(4). The investigation shows that trend of cuff leakages downwards after actions performed, no further actions were necessary and the CAPA was closed on 27/jan/2017. The reported customer condition was confirmed. The most probable causes are, wear of the rubber used in the fixture for the printing of the inflation line and/or lack of detection by production personnel.

Event description:
Information was received that during the use of a smiths medical sacett suction above cuff et tube air leaked. Subsequently, a trach tube change out was required. No adverse effects were reported.